Event description:
On september 23, 2008 the lay user/patient contacted lifescan alleging the one touch ultra link meter prompted the apply sample message on the meter display. The patient denied suffering any symptoms and denied seeking medical attention. The patient did not take any action regarding diabetes treatment with regard to the issue. During the troubleshooting telephone call it was determined that the patient's technique for sample application was correct. The product is not new. The test strips drew the sample into the test area. This complaint is being reported because the issue was not resolved during troubleshooting. The patient did not suffer any symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.